Manufacturer narrative:
The lens was returned dry in a lens case/vial with clear surgical residue/debris on lens. Visual inspection found no visible damage to lens. Dimensional and functional inspections were also performed. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, 6.5/+2.5/76 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise and lens rotation (not associated to a low vault). The surgeon stated that the lens outcome one day was good, but it did rotate over a few weeks. The lens was explanted on (B)(6) 2017. (B)(4) . Claim # (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, 6.5/+2.5/76 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise and lens rotation (not associated to a low vault). The surgeon stated that the lens outcome one day was good, but it did rotate over a few weeks. The lens was explanted on (B)(6) 2017. (B)(4) . Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, 6.5/+2.5/76 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced refractive surprise. The surgeon stated that the lens outcome one day was good, but it did rotate over a few weeks. As of the day of MDR submission, the lens remains implanted. The customer also mentioned that the doctor planned to explant, and exchange the lens with another manufacturer's lens.